Manufacturer narrative:
Device evaluated by MFR: the tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire showed 1 kink located 163cm from the tip. The tip showed damage in the form of bends. There was coating peeled from the wire at the 163cm location. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire to the test equipment. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification.

Event description:
It was reported that there was no pressure signal during the procedure. During an ffr procedure, a comet pressure guidewire was advanced to the moderately tortuous target lesion. During the sixth ffr measurement, the polaris froze and an error message occurred. The pd value measured by the comet was not normal. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, returned device analysis revealed peeled coating.